Event description:
It was reported that during a procedure to treat a chronic total occlusion in the mid right coronary, a perforation occurred with a non-abbott balloon. The 3.0 x 26 graftmaster was advanced for treatment, but met resistance with the 7f guiding catheter, and became stuck 2/3 of the way in. The guiding catheter and the graftmaster were removed as a unit. An 8f guiding catheter was then used, but could not be seated in the vessel. Pericardiocentesis performed and the patient was stabilized; however, the perforation was still leaking. The patient is now stable, and no further treatment has been scheduled. The physician commented that the guiding catheter may have been kinked, causing the resistance. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.